Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an unintentional ablation occurred. A maestro 3000¿ cardiac ablation system controller was selected for a procedure. Initially device would not ablate and while troubleshooting the device ablated "on its own". No patient complications were reported.